Manufacturer narrative:
Although it was initially reported that a sample was available for evaluation, the customer did not return a sample for investigation. A review of the device history record and quality notifications revealed that the device was manufactured between 5/24/2016-5/26/2016 and there were no irregularities during the manufacture of the reported lot # 6139704. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that on two occasions a nurse activated the safety mechanism of a 22 g x 1 in bd insyte autoguard bc shielded IV catheter and the needle failed to retract into the safety chamber. There was no report of injury or medical intervention.